Manufacturer narrative:
(B)(4). Batch # 272a39. (B)(4). Investigation summary: a photo along with the device was returned for evaluation. During the visual analysis of the photo, the following was observed: the photo shows a reload inside of a bag, with the retainer placed. However, no anomalies could be observed in the photo. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60w reload was returned unfired with 2 double drivers and 1 single driver loose, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged at the proximal end from both sides. No functional test was performed due the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge.

Event description:
It was reported that during vats surgery, opened the packing, noted the device was damaged as the photo shows. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.